Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was catheterizing themselves and their healthcare provider had tested their ins and it was not registering and not doing anything. It was further reported that the patient was having issues with their stimulator and their healthcare provider told them to call the manufacturer. Caller reported the device they had implanted was burning them. Caller later clarified this by saying it was on the side by their butt where the device was implanted. Caller stated their butt got hot, it hurt to sit down, and was painful. Caller reported they were catheterizing themselves again. Patient stated their healthcare provider was looking for a manufacturer representative to check the device. Patient was redirected to their healthcare provider. No further complications were reported or anticipated.